Event description:
It was reported to boston scientific corporation on november 03, 2008, that a prolieve thermodilatation microwave catheter was used during a benign prostatic hyperplasia (bph) procedure performed the month prior. According to the complainant, during procedure prepping, it appeared the anchoring balloon would not inflate. The procedure was successfully completed with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615427 represents the prolieve catheter; a part of the kit. The device has not been received for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.